Event description:
During an external carotid artery embolization procedure, the subject device was inserted into a prowler .014" plus microcatheter and used for access in a tortuous anatomy. The physician was unable to navigate the artery and removed the subject device and microcatheter for reshaping. The physician decided to change the guidewire and it was removed from the microcatheter. It was not possible to insert a new guidewire into the microcatheter because the lumen was blocked with a greenish material, which was found to be hydrophilic coating from the synchro .014" guidewire. Examination of the guidewire showed large areas where the coating came loose. The case was abandoned because the physician felt unsure if any of the coating had been left behind in the pt's external carotid artery. The condition of the pt is unk.